Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was not working. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found no issues with the function or operation of the unit. The reported event could not be duplicated and a cause could not be determined. No repairs were made. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.